Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, normal operating condition. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was operating above the Elective Replacement Indicator (ERI) voltage with appropriate remaining longevity. The hybrid circuitry was tested, and the results indicated normal current drain. Device History Record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving Abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.